Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was found unconscious with blood glucose levels of 129 mg/dl with an error message display in the omnipod personal diabetes manager (pdm). The patient did not require any medical attention and was able to resume treatment. The patient.